Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable was broken, the r-unit was broken, and the image was not displayed. Based on the results of the investigation, a root cause could not be identified. It was likely that the image failed to display due to a broken video cable. It was likely that the pixel shift was incorrect due to a damaged r-unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device experienced problems with the color and lighting conditions, and it is not possible to perform white balance. The issue occurred during set up/ inspection for use. There were no reports of patient harm. .